Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis with permalume covering device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement performed in 2009. According to the complainant, a stent was placed during an ercp performed the same day. The stent extended only 2mm through the papilla and it was noted that the uncovered tip of the stent did not fully open. However, bile flow was noted and judged to be sufficient. The patient's bilirubin values dropped from 198mmol/l to 40mmol/l post procedure. The following month, the patient presented with a fever and elevated c-reactive protein levels. The patient was subsequently treated with a combination of piperacillin and tazobactam. The patient underwent a second ercp procedure a week later, and no fever was noted at that time. During the procedure, it was noted that the stent was no longer directly visible with the endoscope and had migrated proximally. An x-ray was performed which revealed a small 3mm stone proximally in the stent. A balloon catheter was drawn through the stent and small fragments of stone, as well as a 3mm black pigment stone, was extracted from the stent. Improved bile flow was noticed. A decision was made to extend the stent into the duodenum. A 4cm wallstent was placed in the distal part of the original stent extending 2cm out from the papilla. The patient remained hospitalized and was awaiting transfer to hospice.

Manufacturer narrative:
According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.